Manufacturer narrative:
(B)(4). Not reported. Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please follow-up to clarify what the "error was detected in the formation of the staple line" was? Was the staple line missing staples (incomplete staple line)? Or were there staple formation issues (unformed or malformed staples seen on the staple line)? What was done to repair the staple line after "failure of the leak test"? Was there a change in the surgical procedure type (converted to an open procedure) due to the repair that needed to be done on the staple line? Was there any change in the post-operative care of the patient? Were there any patient consequences?.

Event description:
It was reported that during an unknown procedure, according to the surgeon, he had problem with the patient with the cdh29a stapler even after the recall. An error was detected in the formation of the staple line during the procedure, after failure of the leak test.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2020. Additional information was requested, and the following was obtained: the doctor said he has no interest in following up with the other information and the complaint.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/14/2020. Additional information was requested and the following was obtained: can you please follow up to clarify what the "error was detected in the formation of the staple line" was? According to the surgeon after stapling the staple line leaked, as his staples had not been properly closed. Was the staple line missing staple (incomplete staple line)? No. Or were there staple formation issues (unformed or malformed staples seen on the staple line)? Yes. What was done to repair the staple line after "failure of the leak test"? The surgeon had to use suture. Was there a change in the surgical procedure type (converted to an open procedure) due to the repair that needed to be done on the staple line? No. Was there any change in the post-operative care of the patient? Yes. It took 1 more day of hospitalization to follow up the patient. Were there any patient consequences? No. Additional: patient: (B)(6), material code: cdh29a, lot: t40m5u, validity: 06/30/2024. Upon review of the information provided that, "it took 1 more day of hospitalization to follow up the patient," it was concluded that this event meets the FDA defined criteria of a serious injury. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? What type of leak test was performed? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? What is the current status of the patient?